Manufacturer narrative:
Bayer case number: (B)(4). A small detached fragment of 2 mm [device breakage], significant diffuse pelvic pain [pelvic pain female], the patient noticed the gradual onset of headaches [headache], joint disorders [joint disorder], intense asthenia [asthenia], joint pain [joint pain], episodes of menorrhagia [menorrhagia], muscle pain [muscle pain], ent disorders [ear, nose and throat disorder], eye problems with irritation / visual disturbances [eye irritation], dizziness [dizziness], tinnitus [tinnitus], tearing in the right eye [tearing eyes], insomnia [insomnia], memory disorders [memory disturbance], neuralgia [neuralgia], pollakiuria [pollakiuria], allergic reaction/allergic symptoms [allergic reaction], pelvic heaviness [pelvic discomfort], decrease in libido [libido decreased], impact on her mood [altered mood], she had right shoulder and wrist pains but non-treat [shoulder pain], she had right shoulder and wrist pains but non-treat [wrist pain], she had skin manifestations [skin disorder], tendon pain [tendon pain], cervical pain [uterine cervical pain], knee pain related to arthritic lesions [knee pain], knee pain related to arthritic lesions [bone lesion]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("a small detached fragment of 2 mm") and pelvic pain ("significant diffuse pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine, back pain, smoker (smoker (5 to 10 cigarettes daily), elective abortion (2000 and 2011), parity 3 (3 children with normal pregnancies (1994, 1999, 2002), headache (estroprogestative contraception but not well tolerated (headaches), giant urticaria (allergy to josacine (occurrence of giant urticaria), inflammatory reaction (possible allergy to certain non-precious metals (inflammatory reaction at the level of the ears but diagnostic tests not performed)., peanut allergy (known allergy to fruits, peanuts since the age of 13 years), fruit allergy (known allergy to fruits, peanuts since the age of 13 years), diabetes, arterial hypertension and breast cancer. Previously administered products included: iud nos. Past adverse reactions to the above products included: pregnancy with iud with iud nos. Concurrent conditions were listed as asthenia, menorrhagia, dysmenorrhea, adenomyosis, dizziness, ear, nose and throat disorder, rheumatoid arthritis, urticaria, edema extremity upper, lumbar pain, abdominal pain, tendinitis, digestion impaired, blurred vision and pansinusitis. On (B)(6) 2011, the patient had essure inserted. In 2013, she experienced headache ("the patient noticed the gradual onset of headaches"). Essure was removed on (B)(6) 2022. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), arthropathy ("joint disorders"), asthenia ("intense asthenia"), joint pain ("joint pain"), heavy menstrual bleeding ("episodes of menorrhagia"), myalgia ("muscle pain"), ear, nose and throat disorder ("ent disorders"), eye irritation ("eye problems with irritation / visual disturbances"), dizziness ("dizziness"), tinnitus ("tinnitus"), lacrimation increased ("tearing in the right eye"), insomnia ("insomnia"), memory impairment ("memory disorders"), neuralgia ("neuralgia"), pollakiuria ("pollakiuria"), hypersensitivity ("allergic reaction/allergic symptoms"), pelvic discomfort ("pelvic heaviness"), libido decreased ("decrease in libido"), mood altered ("impact on her mood"), shoulder pain ("she had right shoulder and wrist pains but non treat"), wrist pain ("she had right shoulder and wrist pains but non treat"), skin disorder ("she had skin manifestations"), tendon pain ("tendon pain"), uterine cervical pain ("cervical pain"), knee pain ("knee pain related to arthritic lesions") and bone lesion ("knee pain related to arthritic lesions"). The patient was treated with ebastine, solupred (prednisolone metasulfobenzoate sodium), doliprane (paracetamol) and spasfon (phloroglucinol, trimethylphloroglucinol) as well as surgery (hysterectomy performed with bilateral salpingectomy. And hysterectomy performed with bilateral salpingectomy). At the time of the report, the hypersensitivity and pelvic discomfort had resolved and the headache and libido decreased had not resolved. The outcomes for pelvic pain, arthropathy, asthenia, joint pain, heavy menstrual bleeding, myalgia, ear, nose and throat disorder, eye irritation, dizziness, tinnitus, lacrimation increased, insomnia, memory impairment, neuralgia, pollakiuria, mood altered, shoulder pain, wrist pain, skin disorder, tendon pain, uterine cervical pain, knee pain and bone lesion were unknown. The reporter considered joint pain, shoulder pain, wrist pain, knee pain, arthropathy, asthenia, bone lesion, device breakage, dizziness, ear, nose and throat disorder, eye irritation, headache, heavy menstrual bleeding, hypersensitivity, insomnia, lacrimation increased, libido decreased, memory impairment, mood altered, myalgia, neuralgia, pelvic discomfort, pelvic pain, pollakiuria, skin disorder, tendon pain, tinnitus and uterine cervical pain to be related to essure administration. The reporter commented: she also regularly consulted osteopathy for joint pain. Subsequently, the evolution was favorable with a partial and progressive disappearance of certain symptoms, particularly allergic reactions, and a decrease in pain and pelvic heaviness. However, headaches and diffuse pain persisted, along with a decrease in libido. According to patient lawyer, the complications caused by essure including the bilateral salpingectomy had significant repercussions on patient's daily life, as well as an impact on her mood. The causality of the symptomatology to the dissemination of metal particles in the fallopian tubes and uterus, leading to adenomyosis at the level of the uterine horns, is very plausible. Medical expertise requested. According to the medical expert, there was no formally established link from a scientific point of view between the presence of essure and the general manifestations expressed by the patient. It was not established that the allergic symptoms were linked to nickel. She resumed professional activity. No allergic tests performed for non-precious metals. The patient was well and in a good general status. The patient was in menopause and noticed a decrease in the frequency and severity of allergic episodes. According to the patient, a part of allergic symptoms was related to essure and led to hysterectomy. Essure was deeply implanted on the right side, with 2 coils visible; on the left side, the implant was placed less deeply, with 8 coils visible. The procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2022: essure are in internal migration and to be confirmed by plain abdominal x-ray; (date unknown): a small detached fragment of 2 mm [x-ray] on (B)(6) 2022: a small detached fragment of 2 mm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2025: medical record received. New events wrist pain. Shoulder pain. Knee pain, tendon pain, arthritic lesions, cervical pain & skin disorder were added. Medical history & treatment drugs were added. Lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a small detached fragment of 2 mm") and pelvic pain ("significant diffuse pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2013 she experienced headache ("the patient noticed the gradual onset of headaches"). Essure was removed on (B)(6) 2022. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), arthropathy ("joint disorders"), asthenia ("intense asthenia"), arthralgia ("joint pain"), heavy menstrual bleeding ("episodes of menorrhagia"), myalgia ("muscle pain"), ear, nose and throat disorder ("ent disorders"), eye irritation ("eye problems with irritation / visual disturbances"), dizziness ("dizziness"), tinnitus ("tinnitus"), lacrimation increased ("tearing in the right eye"), insomnia ("insomnia"), memory impairment ("memory disorders"), neuralgia ("neuralgia"), pollakiuria ("pollakiuria"), hypersensitivity ("allergic reaction"), pelvic discomfort ("pelvic heaviness"), libido decreased ("decrease in libido") and mood altered ("impact on her mood"). The patient was treated with surgery (hysterectomy performed with bilateral salpingectomy. And hysterectomy performed with bilateral salpingectomy). Essure was removed on (B)(6) 2022 at the time of the report, the hypersensitivity and pelvic discomfort had resolved and the headache and libido decreased had not resolved. The outcomes for pelvic pain, arthropathy, asthenia, arthralgia, heavy menstrual bleeding, myalgia, ear, nose and throat disorder, eye irritation, dizziness, tinnitus, lacrimation increased, insomnia, memory impairment, neuralgia, pollakiuria and mood altered were unknown. The reporter considered arthralgia, arthropathy, asthenia, device breakage, dizziness, ear, nose and throat disorder, eye irritation, headache, heavy menstrual bleeding, hypersensitivity, insomnia, lacrimation increased, libido decreased, memory impairment, mood altered, myalgia, neuralgia, pelvic discomfort, pelvic pain, pollakiuria and tinnitus to be related to essure administration. The reporter commented: she also regularly consulted osteopathy for joint pain. Subsequently, the evolution was favorable with a partial and progressive disappearance of certain symptoms, particularly allergic reactions, and a decrease in pain and pelvic heaviness. However, headaches and diffuse pain persisted, along with a decrease in libido. According to patient lawyer, the complications caused by essure including the bilateral salpingectomy had significant repercussions on patient's daily life, as well as an impact on her mood. The causality of the symptomatology to the dissemination of metal particles in the fallopian tubes and uterus, leading to adenomyosis at the level of the uterine horns, is very plausible. Medical expertise requested. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): a small detached fragment of 2 mm [x-ray] on (B)(6) 2022: a small detached fragment of 2 mm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a small detached fragment of 2 mm") and pelvic pain ("significant diffuse pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 26-sep-2011, the patient had essure inserted. In 2013 she experienced headache ("the patient noticed the gradual onset of headaches"). . On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), arthropathy ("joint disorders"), asthenia ("intense asthenia"), arthralgia ("joint pain"), heavy menstrual bleeding ("episodes of menorrhagia"), myalgia ("muscle pain"), ear, nose and throat disorder ("ent disorders"), eye irritation ("eye problems with irritation / visual disturbances"), dizziness ("dizziness"), tinnitus ("tinnitus"), lacrimation increased ("tearing in the right eye"), insomnia ("insomnia"), memory impairment ("memory disorders"), neuralgia ("neuralgia"), pollakiuria ("pollakiuria"), hypersensitivity ("allergic reaction"), pelvic discomfort ("pelvic heaviness"), libido decreased ("decrease in libido") and mood altered ("impact on her mood"). The patient was treated with surgery (hysterectomy performed with bilateral salpingectomy. And hysterectomy performed with bilateral salpingectomy). Essure was removed on 06-apr-2022 at the time of the report, the hypersensitivity and pelvic discomfort had resolved and the headache and libido decreased had not resolved. The outcomes for pelvic pain, arthropathy, asthenia, arthralgia, heavy menstrual bleeding, myalgia, ear, nose and throat disorder, eye irritation, dizziness, tinnitus, lacrimation increased, insomnia, memory impairment, neuralgia, pollakiuria and mood altered were unknown. The reporter considered arthralgia, arthropathy, asthenia, device breakage, dizziness, ear, nose and throat disorder, eye irritation, headache, heavy menstrual bleeding, hypersensitivity, insomnia, lacrimation increased, libido decreased, memory impairment, mood altered, myalgia, neuralgia, pelvic discomfort, pelvic pain, pollakiuria and tinnitus to be related to essure administration. The reporter commented: she also regularly consulted osteopathy for joint pain. Subsequently, the evolution was favorable with a partial and progressive disappearance of certain symptoms, particularly allergic reactions, and a decrease in pain and pelvic heaviness. However, headaches and diffuse pain persisted, along with a decrease in libido. According to patient lawyer, the complications caused by essure including the bilateral salpingectomy had significant repercussions on patient's daily life, as well as an impact on her mood. The causality of the symptomatology to the dissemination of metal particles in the fallopian tubes and uterus, leading to adenomyosis at the level of the uterine horns, is very plausible. Medical expertise requested. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): a small detached fragment of 2 mm [x-ray] on (B)(6) 2022: a small detached fragment of 2 mm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.